Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted and replaced to a new location due to discomfort at the ipg site. It was also reported the patient stated that her ipg was explanted and replaced due to allegedly receiving a letter that the coil was cut and her ipg was overheating. No add'l info is available.